Manufacturer narrative:
Device was received in normal conditions. Device image analysis indicated average monthly voltage and current trends were normal. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Electrical testing of the device, including monitoring of the outputs and capture test, did not find any anomalies either. Longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. The reported event of no capture and low output were not confirmed.

Event description:
During a device implant procedure, there was inadequate pacing, high threshold, and a loss of capture on the device. The device was explanted and replaced to resolve the event. The patient was stable with no adverse consequences reported.